Manufacturer narrative:
(B)(4).

Event description:
It was reported that health care provider believes a lead was punctured during a pain injection. An explant is scheduled for (B)(6) 2011. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.